Event description:
It was reported that during follow up, inappropriate atp and hv therapy due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia was observed. Programming changes were made.